Manufacturer narrative:
End-user claims discrepant accuracy results. One inratio value and two lab values provided. The comparison of both inratio and reference values of user, both results are within the confidence limits and meet accuracy criteria. Product deficiency not established. No further investigation required. Time elapsed between results exceeded three hours. If the time elapsed exceeds three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. In-house accuracy test performed with returned inratio 2 meter, returned strip, therapeutic donors; accuracy criteria was met. In-house temp sensing was performed and passed, indicating heater plate functional. Product deficiency not established. Review of the memory data from complaint was verified. Replacement meter and strips per customer service procedure. No corrective action is required as not product deficiency was established. On (B)(6) 2009 - received and decontaminated 1 inratio meter (B)(4) and 3 boxes of strips (l/n 080730a). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, inratio: 1.9, reference: 2.74, mean: 2.32, confidence-limits: 1.6-3.4. Set: 2, inratio: 1.9, reference: 3.16, mean: 2.53, confidence-limits: 1.7-3.8. Tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. In house accuracy test. Test date: donor 1 ((B)(6) 2009). Donor 1 ((B)(6) 2009). Returned meter (B)(4). In-house meters (B)(4). Returned strip ln: 080730a. Comparative sys: sysmex 560. 2 therapeutic donors. Results. See scanned table. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set: 1, inratio-inr: 1.9, reference-inr: 2.74. (Day prior). Set: 2, inratio-inr: 1.9, reference-inr: 3.16.